Manufacturer narrative:
Result: fowler weldment.

Event description:
It was reported by service report that the fowler litter weldment is twisted and bent. No pt involvement or adverse consequences are reported.